Manufacturer narrative:
Consumer returned product to retailer.

Event description:
Consumer is alleging that the controller of his heating pad caught on fire. There was not a report of injury or property damage with this incident.